Event description:
It was reported that during a splenic artery embolization procedure, foreign material was seen on a coil pusher wire. A splenic artery aneurysm was being treated. The interlocking detachiable coil 9mmx20cm was deployed in the aneurysm. The coil pusher wire was attempted to be withdrawn from another manufacturer's microcatheter with resistance. The delivery wire was rotated to reduce the resistance. The delivery wire was withdrawn and a "small piece" of foreign material was observed on the interlocking arm of the pusher wire. The delivery wire was then removed from the microcatheter. The procedure was completed successfully with this device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: the pusher wire was kinked 2.1cm from the interlocking arm. The inner core of the pusher wire was broken into segments at 0.5cm and 2.1cm from the interlocking arm. The pusher wire was inspected microscopically and no foreign matter was observed. The interlocking arm of the coil was inspected and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as the diameter of the microcatheter smaller than the recommended per the dfu. In addition, the amount of flush used was intermittent; while the dfu specifies a continuous flush. (B)(4).

Event description:
It was reported that during a splenic artery embolization procedure, foreign material was seen on a coil pusher wire. A splenic artery aneurysm was being treated. The interlocking detachable coil 9mmx20cm was deployed in the aneurysm. The coil pusher wire was attempted to be withdrawn from another manufacturer's microcatheter with resistance. The delivery wire was rotated to reduce the resistance. The delivery wire was withdrawn and a "small piece" of foreign material was observed on the interlocking arm of the pusher wire. The delivery wire was then removed from the microcatheter. The procedure was completed successfully with this device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4)